Event description:
It was reported that sensor cannula broke off and was in adhesive. Sensor would be replaced.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor. Found the sensor broken near the sensor base also, had broken and missing parts; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.